Event description:
It was reported that following CABG surgery, the pt was transfused platelets due to cytopenia which developed during surgery. After ml, the pt's blood pressure decreased from 160/60mmhg to 60/40mmhg. The transfusion was stopped and the pt's blood pressure recovered. The transfusion was restarted and hypotension recurred. The transfusion was discontinued and the pt's blood pressure recovered. No pt sequelae were reported.